Event description:
The customer's blood glucose reached 22.6 mmol/l (407 mg/dl), and when he checked the pod, he noticed that the cannula had dislodged from the infusion site. He went to the hosp to get treatment for his hyperglycemia. He was treated with IV fluids and anti-nausea medication.

Manufacturer narrative:
The product will not be returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the reported hosp visit for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.